Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported receiving frequent e4 (occlusion) errors for the past 14 days and elevated blood glucose of up to 401 mg/dl. She stated that she changed the accessories and e4 recurred. Her normal blood glucose level is 100 mg/dl. She changes the infusion site every 2 days and the infusion tubing every 7-8 days. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.